Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
The customer identified a falsely positive alinity m sars-cov-2 result for one patient. The following details were provided: 14:33 on (B)(6) 2022 sample ID # (B)(6) barcode number: a981871121972 cn 36.82 (positive); the customer was contacted on (B)(6) 2022 at 15:02 by an individual claiming to be the patient's next of kin; the individual communicated that the patient does not have symptoms and that the patient had taken 2 tests with another method (binaxnow) and received negatives. The individual noted that the patient is not in contact with someone who is positive and is currently in self-quarantine and has not tested positive before. There was no report of impact to patient management.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review the customer data review: for the reported false positive samples was performed. The runs which involved the discrepant result met assay specification requirements for the controls. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lot# 528026 are performing outside of established design performance specifications based on the elements reviewed in this section. The amplification curves of the reported discrepant result were analyzed and did not appear abnormal. Quality data review device history record (DHR) / batch record review: the DHR review for alinity m sars-cov-2 amp kit (list 09n78-095) lot# 528026 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. Corrective action preventative action (CAPA) / non-conformance (nc) review: the CAPA review for alinity m sars-cov-2 amp kit (list 09n78-095) lot# 528026 (including the components) was performed to identify any records that were potentially related to the reported complaint. This CAPA review did not identify any existing internal issues or post-production use issues related to the reported complaint for the lot numbers under investigation. Complaint history review a lot specific complaint history review was performed to identify related complaints to the ticket being investigated. A product deficiency was not identified as a result of this review. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amp kit (list 09n78-095) lot# 528026 was not identified.